Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: a2, a5, a6, b4, g3, g6, h2, and h11. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Difficulty advancing microcatheter over device to withdraw and difficulty withdrawing the device through vessel could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. In this case, device was withdrawn while in deployed state against resistance, and a hemorrhage occurred. There are clinical, pharmacological, and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. It is important to note, the IFU states a contraindication for the device is use in excessive vessel tortuosity that may prevent device delivery or withdrawal (i.e., calcification and stenotic areas). Further, users are warned not to advance the device through the microcatheter against significant resistance nor withdraw the device against significant resistance. Nevertheless, the patient died due to bleeding which occurred when the embotrap iii was pulled, and the physician judged that there was a causal relationship between the health hazard and the product. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/ 23l089av) was used for a mechanical thrombectomy procedure to treat an occlusion from the m1 to m2 segments of the middle cerebral artery (mca). There was calcification and stenosis area at the occluded site. During the procedure, the user reported withdrawal difficulty of the embotrap iii device from the vessel and into the microcatheter. During the second pass, the strut of the device became stuck within a stenotic area. The device was withdrawn while in deployed state, and a hemorrhage occurred. The parent artery was occluded by coiling for hemostasis. No additional treatment was performed. After several days of monitoring the patient, the patient ultimately expired. The physician judged that there was a causal relationship between the health hazard and the product. The physician further commented, ¿the patient died due to bleeding when the embotrap iii was pulled. However, the product was not the cause.¿ the event was reported as such, ¿the procedure was a mechanical thrombectomy for an acute ischemic stroke of m1d and m2 middle cerebral artery. The occluded lesion was between m1d and m2 and the embotrap iii was used for the procedure by combined technique. The procedure was performed without any issues until the stent deployment. There was calcification and stenosis area at the occluded site. Retrieval resistance occurred when retracting the embotrap iii during the first pass. Retrieval resistance again occurred during the second pass, so the microcatheter was attempted to be advanced over the embotrap iii, but the microcatheter could not be advanced because the stent strut was stuck in the stenotic area. The embotrap was pulled as it was, and hemorrhage occurred. The parent artery was occluded by coiling for hemostasis as the primary treatment. No additional treatment was performed. Post-procedure changes in the patient: the patient expired two days ago following several days of patient monitoring. The physician¿s assessment on health hazard: serious. The physician judged that there was a causal relationship between the health hazard and the product. The physician¿s comment regarding the relationship between the event and the product: the patient died due to bleeding when the embotrap iii was pulled. However, the product was not the cause. The devices were used according to IFU. Continuous flush was done. The lesion was middle cerebral artery. Other concomitant device was trak microcatheter (stryker).¿ no further information was made available at the time of this review.